Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant human chorionic gonadotropin (bhcg) result. Hsc has reviewed the information provided by the customer and the instrument data. Per the customer, the operator manually ordered a dilution on a sample that did not require dilution. Reprocessing of the sample undiluted, resulted as expected with no discrepancy. The cause of the event was due to a use error. Siemens has provided education to the customer. The customer agrees that this was not an issue with the system or product. No product or system nonconformance was identified in the siemens investigation of the event. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 1500 system. The discordant result was not reported to the physician(s). The same sample was reprocessed undiluted on the same day on an alternate dimension vista and a lower result was obtained. There are no reports of patient intervention or adverse health consequences due to the discordant bhcg result.